Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomaly was found.

Event description:
New information notes that the device reached eri and was explanted.

Event description:
It was reported that the device was exhibiting premature battery depletion. The pt will be monitored until the device reaches eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.